Event description:
Received a call from the patient's caregiver. She advised that at the time of mixing this morning, upon final review of the mixed cassette, condensation was observied at the bottom of the cassette and upon moving around, was observed that the soltuion leaked out. She removed all the solution then, and the mix was wasted.